Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was unable to be interrogated. After a second attempt, a successful interrogation was established and this device was found to be operating in safety mode, which permanently limits device function. Subsequently, this pacemaker was explanted and replaced. This product has not been returned. No additional adverse patient effects were reported.